Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. MDR was submitted with incorrect e3 as FDA electronic submission system would not process mdrs with the correct e3 at the time of the submission.

Event description:
Customer reported receiving adc freestyle libre sensor scan results of 43 mg/dl, 58 mg/dl, 48 mg/dl, and 'lo' (reading less than 40 mg/dl). Customer did not experience symptoms and contacted a doctor by phone who advised him to visit a hospital laboratory to have his blood glucose measured. Laboratory results of 154 mg/dl, 138 mg/dl, 198 mg/dl, and 98 mg/dl were reported, some reportedly obtained within 10 minutes. Customer did not receive any third-party treatment, however the results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving adc freestyle libre sensor scan results of 43 mg/dl, 58 mg/dl, 48 mg/dl, and 'lo' (reading less than 40 mg/dl). Customer did not experience symptoms and contacted a doctor by phone who advised him to visit a hospital laboratory to have his blood glucose measured. Laboratory results of 154 mg/dl, 138 mg/dl, 198 mg/dl, and 98 mg/dl were reported, some reportedly obtained within 10 minutes. Customer did not receive any third-party treatment, however the results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.